Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." The customer administered a correction injection via mdi without requiring assistance from a third party. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the issue. There was no recurrence of the malfunction code after resetting, allowing the customer to continue using the pump.